Event description:
The hearing aid (h/a) user told the h/a specialist that on 2 occasions he noticed that the wax guard was missing from his h/a. The user removed the wax guards himself. Upon inspecting the user's ear at the h/a dispenser's office, the h/a specialist saw no problem with the user's ear canal, no redness, swelling or sore spots. The user did not complain of pain or discomfort.